Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump stopped working, and the customer was taken to the hospital. It was stated that the insulin pump has black lines across the screen. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.